Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4, tethered leaflets, and pre-existing flail. A mitraclip xtw was inserted. However, when pulling up the dc handle, the curled posterior leaflet caught on the gripper frictional element. Troubleshooting was performed and the clip was able to be removed. The clip was placed on the mitral valve, and the lock line was removed. However, while establishing final arm angle (efaa) for the second time, the mr around the clip increased. An echocardiogram was performed, and revealed a torn chord, suggesting a possible partial slip off of the poster leaflet. The clip was deployed on the mitral valve. To stabilize the clip, a second clip, a mitraclip nt, was then inserted and deployed immediately adjacent to the first clip. A third clip, a mitraclip ntw, was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult to remove from anatomy appears to be related to procedural conditions. The reported partial clip movement appears to be related to the pre-existing patient anatomy (tethered leaflets and pre-existing flail). The reported tissue injury could not be determined. Additionally, the reported patient effect of tissue injury is a known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.